Event description:
It was reported that during follow-up in clinic, noise was observed on the atrial lead. High voltage lead impedance and high capture threshold were also noted on the right ventricular lead. Patient was asymptomatic. The leads were explanted, discarded and replaced. The ICD was explanted prophylactically. The patient was in stable condition after the procedure and will continue to be followed up normally.